Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500's mg/dl) and the ketone level was at (B)(4). Correction boluses via insulin injections were administered to address the bg level. The cause of the high bg was not known and the contact had discussed the high bg with a healthcare provider.